Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Event description:
Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause could not be determined via product.